Manufacturer narrative:
Information was received indicating that the patient passed away on 27-feb-2019. The reporter also indicated that the wife of the patient indicated that "his passing was expected, and the cause of death was probably his heart."

Event description:
The reporter stated the patient was in hospital care (reason for hospital admission not provided). The patient's wife reported to the drug distributor that the infusion pump was used incorrectly by hospital staff; stating the "same cassette was used for 4 days". No further information was provided on the nature of the error. The reporter stated the patient died in hospital care (date not provided). The drug distributor has stated "the patient is dead not because of the use error of the pump"; however, smiths medical has not received confirmation of this statement from a healthcare professional at this time. Smiths medical has requested additional information from the drug distributor regarding patient information and cause of death. The drug distributor has stated no further patient information is available.